Event description:
It was reported that a sudden increase to >3000 ohms was noted from the right ventricular (rv) lead. Additionally, the auto-threshold feature was automatically suspended due to noise. This resulted in loss of capture and the patient subsequently collapsed. It was suspected that the rv lead conductor had fractured. The patient was subsequently hospitalized where the rv lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects and this device remains implanted and in-service. The rv lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a sudden increase to >3000 ohms was noted from the right ventricular (rv) lead. Additionally, the auto-threshold feature was automatically suspended due to noise. This resulted in loss of capture and the patient subsequently collapsed. It was suspected that the rv lead conductor had fractured. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the system remains implanted and in-service. The rv lead is not a boston scientific product.

Event description:
It was reported that a sudden increase to >3000 ohms was noted from the right ventricular (rv) lead. Additionally, the auto-threshold feature was automatically suspended due to noise. This resulted in loss of capture and the patient subsequently collapsed. It was suspected that the rv lead conductor had fractured. The patient was subsequently hospitalized where the rv lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse effetcs and this device remains implanted and in-service. The rv lead is not a boston scientific product.

Manufacturer narrative:
This report is being sent to correct h6 and h11.

Event description:
It was reported that a sudden increase to >3000 ohms was noted from the right ventricular (rv) lead. Additionally, the auto-threshold feature was automatically suspended due to noise. This resulted in loss of capture and the patient subsequently collapsed. It was suspected that the rv lead conductor had fractured. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the system remains implanted and in-service. The rv lead is not a boston scientific product.